Event description:
Medtronic insulin pump malfunctioned - model 722-. First, I started receiving many errors, then the screen locked up. I called medtronic pump support who suggested I should take out the battery for 2 hours and see if the problem would fix itself. Medtronic also arranged to have a replacement pump sent to me overnight with a guarantee delivery time of noon. After 2 hours, the pump did start up, but the "act" button was stuck so when you pressed it sometimes it would register sometimes it would not. The pump must have delivered a bolus larger than what I requested because I became hypoglycemic and was very close to passing out. Two friends stayed with me with a glucagon injection in case the glucose tablets I was taking didn't work. The next day, I waited patiently for the replacement insulin pump. When it didn't arrive, I called medtronic customer support who indicated the insulin pump was sent to an old address in my file, and not my current address where they have shipped to for almost 3 years. I don't understand why medtronic's pt database contains incorrect info. I had confirmed my address with the customer service rep twice the day before. I am concerned with the lack of customer service medtronic offers its patients when a product malfunctions or is recalled. I experienced similar issues last summer when medtronic recalled lot 8 infusion sets - I had 13 boxes and still have not received all of my replacements.